Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 99% stenosed lesion was located in the moderately tortuous and moderately calcified left common iliac artery. The lesion was pre dilated with another manufacturer's balloon, and another manufacturer's stent was implanted. The stent was post dilated with a sterling 6.0 x 40mm balloon was advanced to the lesion for post dilation and inflated to 6 atm for 30 seconds. The balloon was inflated a second time to 14 atm and ruptured. The procedure was completed with a synergy 7x40mm balloon. No pt injuries or complications were reported. The pt's status is reported as "good".

Manufacturer narrative:
(B)(6). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factor. (B)(4).